Event description:
It was reported that a homechoice experienced a system error (se) 2240 (air in tubing). This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical services representative (tsr) assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.